Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, high voltage lead impedance was observed on the lead noted since the day of implant. Physician elected to monitor the patient due to stable trend of lead measurements. During the monitoring process, lead impedance was found to be above the monitoring limit. Upon revision of past session records of stable trends of impedance measurements it was noted that the cause could be possibly due to physiological reasons and not lead damage. Further testing and closely monitoring the patient was recommended to determine if impedance continues to increase. Patient was asymptomatic. Physician evaluated the event and elected to continue to monitor the patient until the next scheduled clinic visit. Patient is stable and will continue to be monitored closely.